Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00238 and 2134265-2016-00440. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit was used in conjunction with an unknown catheter and sled. However, the sled failed to perform automatic pullback. The physician used a new one to continue and complete the procedure. No patient complications reported and the patient's condition is stable.